Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. The trend data of the atrial lead impedance and threshold of the patient's pacemaker were erased as invalid and the output setting was changed even though no parameter change was performed. According to the physician, the same event occurred three times in the past in the same hospital. A histogram was retracted from the submitted device image just before the invalid data was deleted. The device image was investigated. It was not able to be confirmed if the trend data became invalid. The patient will continue to be monitored.